Event description:
It was reported that the inflation hub of a pta balloon catheter detached, resulting in the inability to deflate the balloon. The user cut the catheter and the balloon deflated. The balloon was removed through the sheath without incident. Another pta balloon was used to successfully complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
To date, the device has not yet been returned to the MFR. The investigation is currently underway.